Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd injector n35-o luer lock disconnected. The following information was provided by the initial reporter: material # 515052 batch # 2402307 verbatim: rcc received a complaint via email. Email(s) attached. An rn entered the patient's room to find the tacrolimus IV tubing disconnected from bd phaseal n-35 injector. Approximately 5ml of medication was found on the floor. The rn contained and cleaned the spill. The covering provider was notified. Per nursing note: "pt's tacro tubing became disconnected at the site of IV tubing and the chemo safety chemo connection. Pharmacy mixed a new bag. Purple lumen cap changed and new bag of tacro and it's tubing changed and started immediately upon its arrival " additional information provided: 1. Could you please provide the material & lot number of the IV tubing that was involved in this event ? Unknown 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm resulted, as pharmacy mixed a new bag of tacro, purple lumen of central line was changed, new phaseal connector and new tubing was obtained to complete the treatment. 3. In the medsun form mentioned that the date of the event as ¿(B)(6) 2025¿. Could you please specify the exact date when the reported issue happened? (B)(6) 2025 4. Any physical sample available for investigation? No, it was discarded 5. Have you confirmed that the connections were properly secured? Per the unit¿s review of the event, all connections were properly secured. 6. Were there any deformities? None noted 7. What kind of drug was used? Tacrolimus 2.5mg in 250ml ns 8. Kindly provide the exact location of leakage. Per nursing note, ¿pt's tacro tubing became disconnected at the site of IV tubing and the chemo safety chemo connector.¿ 9. If pump was being used, kindly provide the rate of infusion. 10.63ml/hr 10. Have you replaced the defective injector and successfully completed the medication procedure? Yes, it was replaced and treatment was completed.

Manufacturer narrative:
Additional information: investigation results: no photographic evidence or physical samples were provided to investigate the reported condition. A thorough review of the device's history was conducted, and no deviations or non-conformance's were found during the manufacturing process that could have contributed to the issue. The defect could not be confirmed, and the root cause remains unknown as the customer did not provide samples or photographs. The product undergoes inspections at various stages of the manufacturing process to ensure its quality and functionality.

Event description:
No additional information.